Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted device re flashed due to intermittent error 13-1033-149. Replaced rear case, barrel clamp, wiper seal, tube drivearm, left/right iui connector & knob actuator. Performed calibration. A review of the device history record showed the device had a manufacture date of (B)(6) 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a damaged/cracked rear case. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, 1604765 for rear case.

Event description:
The customer reported alarm - error codes / messages. Channel error 13-1033-149. There was no patient involvement.

Manufacturer narrative:
Additional information added to: the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarm - error codes / messages. Channel error 13-1033-149. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported alarm - error codes / messages. Channel error 13-1033-149. There was no patient involvement.